Event description:
The customer reported that the system displayed a checksum error, which would prevent the system from booting up. No pt injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos battery was replaced. The system was tested and found to be working as intended and put back into service.